Event description:
The consumer stated she unwrapped a tampon and the tampon contained mold.

Manufacturer narrative:
The device history record was reviewed and no discrepancies were found. The sample obtained from the consumer was tested. An evaluation summary is attached to this MDR. In addition, info from this incident is included in our product complaint and MDR incident is included in our product complaint and MDR trend analysis.